Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced frequent fluctuations in her cgm readings, which occurred the day after the sensor was inserted into the abdomen. The patient reported, at times, the bg and cgm values were ¿50-100 points off¿. The patient suddenly got a low cgm alert with two arrows trending down (exact cgm value not reported). The patient was experiencing lethargy and "felt low". The patient self-treated with ¿carbs and juice¿ but, at some point, the patient had a seizure. The patient was also wearing an insulin pump (brand information not available) that doses her insulin based on her cgm readings. The patient stated the fluctuating cgm values caused the pump to deliver more insulin than she really needed, contributing to the seizure. The patient¿s family called an ambulance. Once the paramedics arrived, the patient was transported to the hospital. The patient cannot recall what medications she was provided by the paramedics or while at the hospital, however, she reported having a MRI, CT scan, and an IV. The patient was discharged home after two days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.